Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock and presented to the emergency department (ed). The physician interrogated the device and found the patient had also received a shock the previous day, and determined that both shocks were inappropriate therapy. The patient was admitted to the hospital and device therapy was programmed off. The local distributor representative checked the device three days later and confirmed the shocks were due to oversensing of non-physiological deflections on the s-ecgs. An electrode fracture was suspected, but x-rays did not reveal any anomalies on the electrode body and manipulation of the electrode did not produce the deflections seen in the shock episodes. Troubleshooting found the secondary vector looked better, and at the end of the device check, therapy was programmed back on. Device data was submitted to technical services for review. No additional adverse patient effects were reported outside of the inappropriate shock therapy that was received. Technical services reviewed the data and determined the issue was most likely related to air entrapment, as the implant procedure was within a month of the inappropriate shocks. It can take several weeks for the trapped air to be reabsorbed; there were no further episodes of noise or inappropriate shock therapy observed. Technical services noted they could also check x-rays to confirm the terminal pin was not under-inserted into the device header. The device and electrode remain implanted and in service.